Event description:
It was reported that the battery gauge was fluctuating. Additionally, it was reported that the customer received a power source alert after plugging the pump into a wall outlet. Customer¿s blood glucose value was 150 mg/dl. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.